Event description:
The device was used during the removal of the left ovary due to a mass present. During the procedure the specimen gab broke. The surgoen retrieved the specimen but a portion of the endocatch bag could not be located. The abdomen was irrigated.